Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included lower abdominal pain, pelvic pain, anxiety, asthma, depression, cervical biopsy, cesarean section, vaginal pain, leiomyoma nos, adenomyosis, grand multiparity, endometrial polyp and adhesion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: cervix with no significant histopathologic abnormality inactive/weakly proliferative endometrium myometrium wit intramural leiomyomata and adenomyosis transected fallopian tubes with fimbriated ends. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included lower abdominal pain, pelvic pain, anxiety, asthma, depression, cervical biopsy, cesarean section, vaginal pain, leiomyoma nos, adenomyosis, grand multiparity, endometrial polyp and adhesion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: cervix with no significant histopathologic abnormality, inactive/weakly proliferative endometrium, myometrium with intramural leiomyomata and adenomyosis, transected fallopian tubes with fimbriated ends. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.